Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer had false negatives. Tubes were put in solid media/cultured as a confirmatory test. No results were reported and no patient impact. The following information was provided by the initial reporter: mg 445870 issues with results customer reports discrepant results and false negatives with (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system the customer had false negatives. Tubes were put in solid media/cultured as a confirmatory test. No results were reported and no patient impact. The following information was provided by the initial reporter: (B)(6) issues with results customer reports discrepant results and false negatives with (B)(6), (B)(6), and mt0402.

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, (B)(6)). A field service engineer (fse) was dispatched to inspect the instrument. The fse inspected the instrument and found no issues. The fse confirmed that the calibrator tubes were not expired but did determine the customer was not informing the instrument of the calibration replacement. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number,(B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6)and no additional work orders were observed for the complaint failure mode reported. Root cause is unknown at this time. This is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of june. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint. This complaint will be included in the periodic trend review.per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false negative, which is an s3; reference row ID 1.4. H3 other text : see h.10